Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and manufacturer representative (rep) regarding a patient receiving lioresal 2000 mcg/ml for a total dose of 1209 mcg/day via an implantable pump. It was reported the patient had their pump replaced in march and the incision did not heal properly. The wound was dehisced and showed signs and symptoms of a skin infection. On (B)(6) 2020 the patient started having some drainage from their surgical incision. Initially there was some scab there that was avulsed and the drainage continued on a daily basis. Right now, the patient comes for intrathecal pump refill; however, instead of refilling the pump, it was decided to proceed with exploration of the wound and replacement of the pump. Surgical observation on (B)(6) 2020 revealed no frank evidence of infection or pus and dehisced edges sharply debrided. It was noted they will plan to take the patient back to the operating room later this week so the incision can be reopened, the pump can be replaced, and the tissue can be cleaned up. The pump was explanted/replaced on (B)(6) 2020 due to a skin infection and the pocket was moved more midline. A 8578 was implanted. There was no known factors that may have led or contributed to the issue. The outcome of the event resolved without sequelae on (B)(6) 2020. The patient's status at time of report was alive-no injury. The clinical diagnosis was abdominal wound dehiscence. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was pump pocket. The patient's medical history was asked but unknown. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event was death. It was noted that the patient was taken to surgery to clean their wound. It was noted that there was no sign of infection. The patient was placed in hospice. It was noted the patient had hydrocephalus and cerebral palsy. The patient's family was called as follow up and were notified of the patient's death. Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event was updated from death to unresolved at time of study exit/death/study closure. It was noted that the date of death was (B)(6) 2020. It was noted that the death was not related to this event. The primary cause of death was progression of cerebral palsy. The date of hospice admission was unknown. No further complications were reported/anticipated.